Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer did not follow the load procedure, tandem technical support discussed the importance of following prompts for mobi load cartridge sequence. There was no adverse impact to customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy.